Manufacturer narrative:
The instrument was not returned for evaluation, however, the tip cover accessory used in conjunction with the instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed a .030" diameter hole -.25" above the plastic sleeve. The hole had material removed on the outer surface of the silicone, indicating that the damage was heat/energy related. Just below the hole there are some partial tears/scratches on the inner diameter of the silicone which may have come from the instrument blades. Engineering also discovered a tear at the distal tip of the silicone which is not heat related. The silicone may have had prior damage or inherent defects that allowed energy to escape at the hole sites. Additionally, the plastic sleeve is cracked along its entire length and in two additional locations, however, it was determined that this damage most likely occured during shipping and /or handling.

Event description:
It was reported that during the da vinci total hysterectomy procedure, it was noticed after the monopolar curved scissors instrument was taken out of the patient that a hole had burnt through the cleear protective cover of the instrument. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed. Medwatch MFR. Report #2955842-2007-00330, which is related to this event, was also sent to the FDA.